Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that five days post implant the patient presented with severe chest pain. Upon interrogation it was noted that the right atrial (ra) threshold and impedance measurements had increased and the right ventricular (rv) threshold measurement had increased while the impedance measurement had decreased. An effusion with possible perforation was believed to be the cause, however it was unable to be determined which lead was the cause of the issue. A revision procedure was performed where a perforation was not able to be confirmed. During the revision procedure the rv lead was repositioned from the apex to the septum and the ra lead was repositioned more anteriorly. It was noted that the helix on the right atrial (ra) lead took up to 30 turns to retract and another 30 to extend. All measurements for both leads were within normal limits after repositioning and no additional adverse patient effects were reported.